Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error e226 (scope communication error). The issue occurred during set up/inspection for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, and h11. Correction d9: date returned to manufacturer. The device was returned, and the evaluation could not confirm the reported event. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided by the customer.